Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having st elevated myocardial infarction. During the impella implant, the patient went into ventricular fibrillation (vf) and the staff aborted the swan placement. While on support, there was placement signal not reliable alarms. The staff confirmed the pump was in good position and impella support continued. Additionally, the patient's urine was blood tinged. Heparin was increased to aid with the hemolysis.

Manufacturer narrative:
The investigation for the reported hemolysis issue has been completed. The impella device has not been returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information was provided. Also, the relation to impella is unknown. D4-updated model number to impella cp.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product was not returned for investigation. Upon investigating data logs, it was found that placement signal went to 3000 for few hours and returned to normal. There was no change in lamp, light or gain suggesting that there was a possible air gap. Therefore, per the clinical information, the root cause of the optical signal failure was most likely an air gap from between the console and the patient cable plug or within the middle of the red handle ferrule. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. D6a/d6b updated with additional information. G1 updated with correct MDR reporting contact email. F6 and f8 should have been left blank. H6 medical device problem code revised to include 2917 device sensing problem and component code 925 pump from the initial manufacturer device report number 1220648-2024-06263.